Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned a patient of unspecified gender, age and origin. Medical history and concomitant medications were not provided. Previous drug adverse reaction and family drug reaction were unknown. The patient received human insulin (rdna origin) injections (humulin, specific type was unknown) via a cartridge with reusable device humapen ergo ii (started in 2018), subcutaneously, for the treatment of diabetes mellitus. Dosage regimen and start date of therapy were not provided. On (B)(6) 2019 while on human insulin, the humapen ergo ii broke (specified break information could not be described). Approximately since (B)(6) 2019 patient had dose omission and her/ his blood sugar was high because of the injection pen had broken (pc number: unknown/ lot number: 1012d01). The postprandial blood glucose was 30 (units and reference ranges were not provided). Patient was hospitalized for high blood sugar and not discharged from hospital by (B)(6) 2019. Corrective treatment and outcome of the events were not provided. Therapy with human insulin was ongoing. No follow up will be obtained as reporter refused to be following up via phone and contact details of health care professional was not provided. The user of the humapen ergo ii and training status were unknown. The humapen ergo ii general device durations of use and the suspect humapen ergo ii device durations of use were not provided whereas started to use in 2018. The action taken with the suspect humapen ergo ii and return status were not provided. The reporting consumer considered the events as related with human insulin therapy and did not provide relatedness assessment for events with humapen ergo ii. Edit 16-may-2019: upon review of the case the as determine causality for the events was updated as per the lilly analysis statement. Edit 16may2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.